Manufacturer narrative:
This report is the result of a retrospective review of previously unreported complaints from 04oct2017 to 01jan2020.

Event description:
A (B)(6) customer reported that a beaver® xstar safety slit knife was received with the protective shield of the safety knife retracted, therefore exposing the blade. There were no reports of patient or user injury for this event.